Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with implant and how it inflated. The physician removed and replaced only the cylinders and pump but leave the reservoir. There were no patient complications reported.